Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 15754089/15856786.

Event description:
It was reported that the patient experienced inadequate stimulation. It was also noted that the patient was experiencing pain, discomfort and anxiety with the spinal cord stimulator device. All device components were explanted and were not returned. No device malfunction was suspected. The patient was doing well postoperatively.